Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error associated with an unspecified break in aseptic technique reported in the baxter global pharmacovigilance report. No assignable cause was determined. A review of all batch record documents was performed on potentially associated lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. Per labeling review: the instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide instructs the user to use aseptic technique to reduce chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide instructs patients to put on a face mask and wash and dry/disinfect their hands thoroughly. The direction sheet provided with the product has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Initially the customer called baxter technical service to report a low drain volume alarm and cloudy effluent. Product surveillance contacted the home patient's (hp) nurse on (B)(6) 2011 regarding the low drain volume alarm and the cloudy affluent. The nurse stated that the hp is being treated for peritonitis. The hp's low drain volume issue has been resolved and the hp is continuing therapy like normal. On (B)(6) 2011, additional information was received on follow up by baxter (B)(6) as follows: this is a report by a consumer with supplemental information by a nurse from (B)(6) of break in aseptic technique, cramping during drain, pulling during drain and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date in 2011, the patient began dianeal pd4 ambuflex therapy, 1.2l, 6 cycles a day (lot number not reported), intraperitoneally (ip) for end stage renal disease (esrd). Upon contact with baxter technical services (bts), the caregiver and the nurse informed the following. On an unreported date, a break in aseptic technique occurred. On (B)(6) 2011, the patient experienced peritoneal cloudy effluent. On (B)(6) 2011, the patient was diagnosed with peritonitis, which did not require hospitalization. On (B)(6) 2011, the patient experienced cramping and pulling during drain. On an unreported date, the patient began remedial treatment with vancomycin (1gr, frequency not reported, ip). No treatment was rendered for cramping and pulling during drain. In (B)(6) 2011, the patient recovered from cramping, pulling during drain and peritoneal cloudy effluent. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the break in aseptic technique was unknown. The patient was recovering from the peritonitis. Dianeal therapy was ongoing with no changes in dosage, as was remedial treatment with vancomycin. Concomitant medications were not reported. The nurse stated that the events of peritonitis, cramping during drain and pulling during drain were not related to the dianeal solution. The cause of the peritonitis was a break in aseptic technique. An assessment of causality was not provided for break in aseptic technique.